Event description:
It was reported that the patient presented to an implant procedure. During the procedure, while implanting the atrial lead, it exhibited loss of sensing. The physician suspected the lead was broken. The lead was not used, and a new lead was implanted. There were no patient consequences.